Event description:
It was reported there was an overheat message. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to duplicate the reported overheat message. However functional test results for a thermal sensor are out of specification. The sensor is located on the mpu (microprocessor unit) board and likely explains the reported issue. Analysis also found the cases are dented and damaged near the handle area. (B)(4).